Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post ventricular atrial refractory period (pvarp) was reprogrammed to fixed setting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient showed instances of 2:1 heart block on the holter monitor as the automatic post ventricular atrial refractory period (pvarp) setting was not adapting quickly enough. The device remains in use and is planned to be reprogrammed. No further patient complications have been reported as a result of this event.